Manufacturer narrative:
No similar complaints have been recorded for scs-025, lot 9102. Potential root cause, the vial was crushed without the proper 10 min cooling time. The caps are tight on the ampule, also the ampules that come out of the sterilizer can be hot and under pressure, it is recommended to wait at least 10 minutes before activating the ampule. Not a manufacturing defect.

Event description:
Customer reported nurse was removing the vial from the sterilizer. When she went to crush the vial, it exploded and the vial contents splashed on to her skin, goggles, and clothing, with a piece of glass hitting her cheek.